Event description:
The customer observed false positive alinity I total b-hcg results for two patients. The following data was provided (</=5.00 miu/ml is negative , >/=25.00 miu/ml is positive): sample ID (B)(6), 28 year-old female, initial result, on (B)(6) 2025, was 93.58, repeat results, on (B)(6) 2025, were <1.10 miu/ml, which was measured multiple times with the same result sample ID (B)(6), 28-year-old female, initial result, on (B)(6) 2025, was 4.32, repeat result, on (B)(6) 2025, were 42.83 and <1.10 miu/ml, which was measured multiple times with the same result. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg, 07p51-20, longford to alinity I processing module, 03r65-01, irving, USA. MDR number 3016438761-2026-00033-00 has been submitted and all further information will be documented under that MDR number. Section e updated to reflect updated initial reporter information.

Event description:
The customer observed false positive alinity I total b-hcg results for two patients. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6), 28-year-old female, initial result, on (B)(6) 2025, was 93.58, repeat results, on (B)(6) 2025, were <1.10 miu/ml, which was measured multiple times with the same result sample ID (B)(6), 28-year-old female, initial result, on (B)(6) 2025, was 4.32, repeat result, on (B)(6) 2025, were 42.83 and <1.10 miu/ml, which was measured multiple times with the same result. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a3a - sex: sample ID (B)(6), 28-year-old female, sample ID (B)(6), 28-year-old female. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.